Manufacturer narrative:
(B)(4). D10: cat# 110003451; lot# 638850; g7 str modular shell inserter. Visual examination of the returned product identified the thd shaft¿s locking geometry has a small fractured portion and a gouge. The pin inside the inserter¿s cannulation is verified to be present. There are indentation marks on the inserter¿s handle body and strike plate end. The thd shaft is able to be inserted into the inserter and rotated through the locking geometry slot as intended. Once through the locking geometry slot the thd shaft is able to be fully rotated 360° while being retained in the inserter. There is slight resistance in one spot during the 360° rotation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inserter and threaded shaft would not come apart. There was no known impact or consequences to the patient. It was reported that no further information is available.